Event description:
The button got stuck down during testing. Button was depressed and didn't pop back up after 45 mins. Orange marker on bolus was at bottom of window. Pump was disconnected from catheter, some drips were noted, and the button popped back up. Catheter was flushed (some resistance noted) and reconnected. When bolus was 1/2 full, button was depressed. Marker did not move, and the button did not pop back up after 20 mins. Pump was disconnected from catheter, drops noted, and button popped back up. Catheter was flushed and mild resistance was noted. New cb004 provided to pt. Date of event: (B)(6) 2010.

Manufacturer narrative:
Sample has been rec'd, and is being evaluated. The sample will be evaluated and a f/u report will be filed.